Event description:
It was reported the patient was recently having problem recharging after not having any issues since implant. The patient couldn¿t communicate with the ins and recharger to charge. The patient used to have 6-8 coupling bars and now had 0. The patient was able to communicate with the programmer. The representative met the patient and confirmed no bars shaded in on the recharger screen and conformed the battery was most likely flipped. The doctor confirmed the implantable neurostimulator (ins) was flipped by using x-rays. It was determined that the leads were entering device from the left side of header block, which indicates a flipped battery. The doctor was able to flip the battery back over manually and was scheduling a pocket revision as soon as possible. The patient was going on vacation for 2 weeks and will schedule pocket revision upon return. The patient was able to recharge again with no problems. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4) product type: recharger. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2015, product type: lead. (B)(6).